Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable confirm the reported event during inspection and testing. Upon evaluation of the returned device the lamp test fine with hours less than 100, all functionality passed, light intensity o/p measured within spec, air pump pressure test passed, and electric safety leakage test passed. However, minor scratches were found on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source exhibited error code e103. The event occurred during preparation for use, prior to an unknown procedure. It was reported the light source bulb had hours less than 100. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received that the procedure was delayed for a few minutes because the procedure was moved to another procedure room.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a colonoscopy.